Event description:
It was reported that the catheter was inserted in the (B)(6) male pt on (B)(6) 2012 who was having digestive surgery. The insertion site was the right internal jugular. There was a dressing change everyday. An observation of two holes in the catheter allowing blood flow happened after the dressing change on the night of (B)(6) 2012 into (B)(6) 2012. The nurse clamped the catheter. The holes were near the proximal end. The device was replaced on (B)(6) /2012 at 10 am in right subclavian vein. A delay was reported, however, there was no add'l harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.